Manufacturer narrative:
MDR sent on 08-sep-2017, date of the event incorrectly reported (B)(6) 2017. Describe event or problem incorrectly reported (B)(6) 2017 as the date the device was placed with the patient in the device evaluation. Correction: the date of the event and the date the device was placed with the patient is (B)(6) 2017. Based on this correction, kci's assessment remains the same; it cannot be determined that the alleged injury was related to v.a.c.® therapy.

Event description:
On (B)(6) 2017, the device was placed with the patient.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged injury was related to v.a.c.® therapy. It is unknown if any medical or surgical intervention was required. Device labeling, available in print and online states: contraindication: do not place foam dressings on the v.a.c.® therapy system directly in contact with exposed blood vessels, anastomotic sites, organs, or nerves. Warning: protect tendons, ligaments, and nerves. Tendons, ligaments and nerves should be protected to avoid direct contact with v.a.c.® foam dressings. These structures may be covered with natural tissue, non-adherent material or bio-engineered tissue to help minimize risk of desiccation or injury.

Event description:
On (B)(6) 2017, the following information was reported to kci by the patient's family member: the patient allegedly experienced "very serious, debilitating, and persistent side effects." In (B)(6) 2017, vac therapy was placed on postoperative chordoma excision which reportedly "involved removing most of the sacrum, and all of the coccyx and cutting or damaging many of the pelvic nerves." Approximately 30 minutes after initial v.a.c. Placement, the patient allegedly "exhibited extreme weakness and collapsed, could not speak coherently, and was in a lot of pain." The patient reportedly developed more pain and weakness the longer v.a.c.® therapy was used. V.a.c.® therapy was stopped after approximately five weeks as the patient could no longer get out of bed and into the car. It was alleged that the stimulation from v.a.c.® therapy was irritating and injurious to the patient's pelvic nerves. The patient is slowly recovering. The patient's legs are slowly gaining more strength, gradually experiencing less pain, and the patient's wound undermining responded well to the use of v.a.c.® therapy. On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci field services, and the unit passed the qc checks. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.